Event description:
Patient tested 2.9 inr and 1.5 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.